Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that she underwent a surgical procedure to relocate her pacemaker under her pec muscle on an unknown date and topical skin adhesive was used. The patient developed itching at the closure site and started taking benadryl immediately after the surgery. There was blood and pus in the incision and the area was inflamed with a full body rash. The patient went to the doctor's office and they indicated no infection. Then, the patient went to the hospital and had 2 antibiotics prescribed with a staph infection. The patient reports that after the product flaked off, there was no more itching, but it took 94 days for the wound to heal from the staph infection. The patient reports having ptsd. No additional information was provided.